Event description:
It was reported that upon re-engagement (ready mode) of a side-firing fiber being used for prostate vaporization, the aim beam was observed to be forward-firing. The forward-firing condition was observed when the fiber had accumulated 61,463 joules. It was reported that no add'l fibers or procedure were used to complete the case. There was no pt injury as a result of this event.

Manufacturer narrative:
Device (B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.